Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified first diagonal branch. A 2.50mm x 8mm emerge balloon catheter was advanced for dilatation but failed to cross initially. After several attempts, the device was able to cross and was inflated twice at 6 atmospheres (atm) for 5 seconds (sec) and 10 atm for 10 sec respectively. However, during the third inflation at 14 atm for 10 sec, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.